Event description:
It was reported on 02/22/2010 that the third intra-aortic balloon (iab) was prepped and inserted through the sheath successfully, however, the iab would not zero. As a result, another iab was requested. Additional information received by the sales representative on 03/02/2010 stated the patient was originally in the hospital that morning for a spinal fusion, then apparently approximately 8-10 pm (some hours later that same day), began to "crash" with systolic pressures in the 50s. He was brought to the cath lab for intra-aortic balloon pump (iabp) support. Iab insertion attempt was through the right leg. The iab insertion attempt utilized the individual super arrow-flex (saf) sheath that was packaged with the iab-05840-lws kit. No excessive bleeding at the insertion site was noted. There were 4 sheath exchanges through the original insertion site. Each of the different sheaths and iabs were inserted over the original guidewire with no difficulty placing the sheath. Reference MDR #1219856-2010-00123 for the first event, MDR #1219856-2010-00124 for the second event and MDR #1219856-2010-00129 for the fourth event involving same patient.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.